Event description:
After a completed case, the balloon catheter tested out of specification per the manufacturers investigation.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot 13757 and the data files were returned and analyzed. The data files showed system notice #50032 (outer vacuum compromised) was triggered during the inflation phase at application 15 and 16. During external visual inspection of the balloon segment, a double-balloon rupture was observed. Both inner and outer balloons were completely separated. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 16 applications on the reported event date. During functional testing, the cryoconsole terminated the application and triggered system notice 50032 'the safety system detected a compromised outer vacuum.' In conclusion, the balloon catheter failed the returned product inspection due to a double balloon rupture. If information is provided in the future, a supplemental report will be issued.